Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complained of blood glucose results reading "hi." Customer states that she feels shaky, has dry mouth, frequent urination-symptoms of high blood sugar. On a follow up call on (B)(6) 2015, the customer confirmed the she did seek medical attention and her result was 685mg/dl at the hospital. Customer was given insulin and was sent home on (B)(6) 2015. Customer is feeling well at this time. She explained that she was taking steroids and it sent her blood sugar up. Customer confirms feeling well on (B)(6) 2015. Customer's expected blood results are 150mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6).

Manufacturer narrative:
(B)(4). Product under evaluation.

Event description:
Consumer complained of blood glucose results reading "hi." Customer states that she feels shaky, has dry mouth, frequent urination-symptoms of high blood sugar. On a follow up call (B)(6) 2015, the customer confirmed that she did seek medical attention and her result was 685mg/dl at the hospital. Customer was given insulin and was sent home on (B)(6) 2015. Customer is feeling well at this time. She explained that she was taking steroids and it sent her blood sugar up. Customer confirms feeling well on (B)(6) 2015. Customer's expected blood results are 150mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015.